Event description:
It was reported that during weekly check, unit consistently failed in the max inspiratory check. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and UDI number is unknown; no information has been provided to date. (B)(6). Device evaluation: one device was received in good physical condition. Per visual inspection, missing air input. Functional testing was unable to replicate/duplicate the complaint. Another problem was found, the 02 concentration was over limit, relief valve on 80 setting over limit 92. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The relief valve was replaced, o2 concentration was adjusted, and missing air input added. The device passed all functional and delivery tests.